Event description:
In 2008, pt underwent small bowel resection for perforation. Two j.p. Drains were placed in each paracolic gutter. On day of intended discharge, w/ low drainage, the j.p. Drains were removed. The j.p. Drain on rt. Side broke in half at the junction of the opaque plastic lip & clear plastic. CT scan showed jp drain abutting abdominal wall. The fascia level. Unable to retrieve remaining drain piece at bedside, pt was returned to the or under general anesthesia the wound was explored & foreign body retrieved. Following dissection, the j.p. Drain hole identified. After being able to admit one finger, jp drain palpated & carefully removed. Pt d/c home about 9 days later.